Event description:
Caller reported an issue with a continuous glucose monitor error. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and guided the caller through the process, which resolved the issue, allowing the caller to successfully start their sensor session.